Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in-clinic for follow up. Low pacing lead impedance was observed. It was decided to lower the alert range for impedance and patient will continue to be monitored. Patient is doing fine.